Manufacturer narrative:
Pump was received with moisture damaged on electronic assembly. No moisture damage on keypad traces or motor noted. Unit had cracked endcap, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet after belt clip broke. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.